Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the ¿nasal columella region¿ with 0.2ml of juvéderm® volux¿. The same day the patient experienced ¿changes in the skin at the time of application, indicative of vascular occlusion.¿ the hcp ¿promptly began interventions to reverse the occlusion. After successive interventions, the patient evolved with complete reperfusion of the area, without sequelae.¿ symptoms have been resolved.